Event description:
The complainant alleged that during a routine shift check by a clinician, the device powers up without a display. The complainant indicated that there was pt involvement in the reported malfunction.